Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available on the pyxis device to remove or override. The technical support specialist dialed into the station and checked the data sync logs, which showed no errors. The data sync service was still running. After accessing the server and reviewing the station intensive care unit in sync information and noted that the last full download occurred. Requested the customer to verify the station¿s network configuration and sent a follow-up email, as the station was unable to accept orders due to not downloading new messages. Even a network ping from the server to the station failed. Advised the customer to check with information technology department for potential issues with the station¿s network port or configuration and asked for an update. The customer later granted permission to close the case. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary order was not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.